Event description:
It was reported that the patient's one week follow up, there was rise of ventricular lead impedance and threshold. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicates the right ventricular pacing impedance was out of range. Large counts of high and low impedance paces were noted post lead warning on (B)(4) 2013.